Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Reportedly, customer continued using pump for insulin therapy.